Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported 1018233-2025-08918. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had foley catheter in place, was leaking requiring replacement. 2nd foley leaking more than the first, again replaced. Additional foley in same size was opened. The balloon not inflating all the way around the catheter allowing for urine to flow outside of the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had foley catheter in place, was leaking requiring replacement. 2nd foley leaking more than the first, again replaced. Additional foley in same size was opened. The balloon not inflating all the way around the catheter allowing for urine to flow outside of the catheter.